Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose levels. Customer's blood glucose level was 500 mg/dl. Troubleshooting for high blood glucose was performed. Customer's blood glucose levels were fluctuating and went as low as 66 mg/dl. Customer's healthcare provider advised patient to speak to the helpline regarding their blood glucose levels. Customer treated themselves by changing out their set and using the insulin pump. Customer received no delivery alarm during the fill tubing process. Customer advised the insertion process hurts as a result of being lean.